Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported obtaining a scan result of 9.4 mmol/l on the adc freestyle libre sensor compared to a result of "1.0 mmol/l" obtained on an unspecified adc meter. Customer further reported experiencing "psychotic behavior" and a loss of consciousness and awaking at a hospital "surrounded by doctors and nurses". Customer was treated with "30% glucose injection, 5 % glucose" and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection performed on the returned sensor patch, no issues observed. Performed visual inspection on sensor plug assembly and no issues were observed. . Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported obtaining a scan result of 9.4 mmol/l on the adc freestyle libre sensor compared to a result of "1.0 mmol/l" obtained on an unspecified adc meter. Customer further reported experiencing "psychotic behavior" and a loss of consciousness and awaking at a hospital "surrounded by doctors and nurses". Customer was treated with "30% glucose injection, 5 % glucose" and no further treatment was reported. There was no report of death or permanent injury associated with this event.